Manufacturer narrative:
Product analysis: the distal tip was damaged. There was a tear through the inner and outer shaft starting at the guide wire entry port and ran distally for approx. 4 cm. The distal shaft support wire was exposed. The distal shaft was twisted/flattened starting 24 mm from the distal tip, and running proximally for approx. 5 cm. (B)(4).

Event description:
A euphora rx balloon dilatation catheter was used to pre-dilate a bifurcation lesion of the left coronary artery. No damage was noted to the protective packaging of the device. The device had been removed from its packaging as per IFU and inspected with no issues noted. No resistance had been encountered when removing the device from its hoop. No excessive force or resistance was encountered during delivery. It was reported that following successful use of the device, the balloon catheter was removed from the guiding catheter and damage was noted on the catheter shaft - with "something sticking out from the shaft". No patient injury reported.